Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Negative feedback that was reported when I was present during a trip to south africa to work alongside our distributors (B)(4). (B)(4) had been asked to attend the ercp list on the tuesday afternoon, one of the patients on the list had a reported migrated pancreatic stent. This migrated stent was a 5fr geenan pancreatic stent (code gpso-5-5 lot not available) which had been placed within the last two weeks prophylactically following an ercp. This patient had been booked in for a simple pancreatic stent removal on thursday (B)(6), but the stent had migrated distally. Stent removal was attempted initially on this date but was unsuccessful, another 5fr gpso-5-5 was then placed alongside to allow drainage. A repeat procedure was then booked for (B)(6), (B)(4) took in a selection of products for dr (B)(6) so he could attempt to remove the migrated pancreatic stent. However, this was unfortunately not possible. The second gpso had migrated proximally and there is currently no drainage. There is no eus in the centre to enable rendezvous and the patient is not expected to do well. The event happened on the afternoon of (B)(6) 2026 at the hospital. 1. Can you clarify why ¿negative feedback¿ is listed in the description of this file when there is a clear device malfunction (stent migration)? As said last week this was an error, this was a product complaint. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Hospital storeroom, normal desired conditions 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? * gpso-5-5 / 480cm. 4. Was the wire guide lubricated prior to use? Unknown . 5. Was the wire guide inspected for damage prior to use? N/a, yes, no* yes. 6. Was the device at the center of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? No 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 9. What intervention (if any) was required? Stent was attempted to be removed 10. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Scheduled for another day, attempted twice. First attempt was 5 days previous. 11. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus, don¿t know model 12. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Na 13. Was resistance encountered when advancing the wire guide to the target location? No 14. Was resistance encountered when advancing the introduction system in place to the target location? No 15. How did the physician determine the length of the stent to be used for the procedure? It was a prophylactic stent and 5cm is desired normal length. It was placed as pancreatic cannulation had been made during ercp and placement of cbd plastic stent for a bile leak following cholecystectomy. 16. Where was the stricture located in the duct? No 17. Was the stricture dilated prior to placing the device? No 18. Was resistance encountered when advancing the stent through the obstructed area? No 19. Were any modifications made to the complaint device or accessories used with the device in this procedure? None 21. Did the patient require any additional procedures as a result of this event? Yes 22. What intervention (if any) was required? Second procedure to attempt removal of migrated stent.